Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: argentina. Diagnosis that determined the use of pm: on day (B)(6) 2018 patient is operated by a chronic pain, a catheter is placed that connected to a morphine pump. For such surgery, two incisions are carried out of which 1 month after that, a granuloma is generated and an infection of the surgical site, where the safil 2/0 (suture used for the subcutaneous cellular tissue) overhead themselves through the skin generating wound dehiscence.

Manufacturer narrative:
Samples received: there are no samples available to analyze this case. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have not received any sample for analysis. Without any closed sample we cannot carry out an analysis in order to take a decision. Safil biocompatibility has been tested in several experiments. In sensitization and irritation tests the harmlessness of safil was proved. Nevertheless, there are risks (side effects) associated to the use of safil suture, which are typical for any (absorbable) suture and which are mentioned in the instructions for use of safil®: "side effects: as for all sutures after implantation a transient inflammation, temporary irritation and infection at the wound site may occur occasionally. Existing infections may occasionally be enhanced by any foreign body. An occasional wound dehiscence and granulation may not be excluded." Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Degradation test results conducted with samples before releasing the product at 37ºc into sörensen solution after 14 days were 3.28 kgf in average and 3.17 kgf in minimum and fulfilled the b. Braun surgical requirements (>2.26 kgf). Reviewed the complaint history record of the products manufactured with the same thread raw material batches as the used in this product, there are no other complaints in the other products. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.